Manufacturer narrative:
Product analysis: the hawkone device, a cutter driver and a spider fx was returned for analysis. No other ancillary devices were included. A visual inspection was performed. The spider fx was loaded inside the distal rotating tip of the hawkone distal assembly and approximately 30cm of the distal segment of the spider fx capture wire was outside of the distal tip of the hawkone. No damage to the filter assembly components were observed however a constant gradual curve was observed on the capture wire between the filter and the distal tip of the hawkone. The capture wire was bent at an approximate 90 degree angle at approximately 33cm from the distal tip of the spider fx. At the bend a portion of the hawkone guidewire tubing was attached. At approximately 45cm from the distal tip of the spider fx, the capture wire was looped/twisted back around itself and the green ptfe material of the loop was stripped away. The guidewire tubing of the hawkone rotating tip was intact however the guidewire tubing of the housing/coiled segment was torn off. The guidewire tubing peeled towards the distal tip remained attached to the capture wire of the spider fx. A bend/crease in the housing was observed approximately 0.2 cm distal from the cutter window. A bend in the torque shaft of approximately 45 degrees beneath the strain relief was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone directional atherectomy device to treat a 40mm severely calcified lesion (95% stenosis) in the proximal sfa. The artery had a diameter of 7-8mm and was moderately tortuous. The procedure used a 6fr 45cm non-medtronic sheath and a spider 014 5mm guidewire. The vessel was not pre-dilated but was post-dilated. The device was prepped as per the IFU with no issues identified. During withdrawal of the hawkone, severe resistance was enocuntered and the became device became lodged on the spider wire. The spider and the hawkone were removed in tandem. The black wire port of the hawkone device detached from cutter tip and was lodged on the wire. The tip did not separate at the hinge pin and nothing was left in the patient. Another 6mm 014 spider and hawkone m device was used to complete the procedure and no problems were encountered on removal. No patient injury was reported.